Event description:
The customer stated that she was receiving erratic readings when testing her blood glucose with her contour meter. The customer is pregnant and on insulin. She alleged that due to the incorrect readings on her meter, she increased her insulin dosages and this caused an abnormal amount of growth ((B)(6) in 2 weeks) for her unborn child. The customer insisted her meter be replaced. The customer was advised to return her test strips for evaluation. Replacement products were sent to the customer.